Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), abdominal distension ("bloating"), rash ("rashes on her chest"), palpitations ("heart palpitations"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("pain during intercourse"), amnesia ("forgetfulness and short term memory loss"), anxiety ("heightened anxiety") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, headache, abdominal distension, rash, palpitations, fatigue, vaginal infection, dyspareunia, amnesia, anxiety and mood swings outcome was unknown. The reporter considered pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, headache, abdominal distension, rash, palpitations, fatigue, vaginal infection, dyspareunia, amnesia, anxiety and mood swings to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A total hysterectomy with bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 26-098-dk,901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included penicillin allergy. Concomitant products included contraceptives nos for premenstrual syndrome. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation /my periods are so painful"), fatigue ("chronic fatigue /I have been extremely tired."), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and hormone level abnormal ("hormonal change"). On (B)(6) 2013, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), abdominal distension ("bloating"), rash ("rashes on her chest"), palpitations ("heart palpitations"), vaginal infection ("vaginal infections") with vaginal discharge, amnesia ("forgetfulness and short term memory loss"), anxiety ("heightened anxiety/ anxiety attacks"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), influenza ("flu"), streptococcal infection ("streptococcus infection"), thyroid disorder ("thyroid"), abdominal discomfort ("since the surgery I have had bloating and pressure like I am menstruating"), adnexa uteri pain ("I get sharp pains on my sides where my ovaries are and a lot of pressure") and memory impairment ("forgetfulness (like I can't finish my sentences)"). The patient was treated with bactrim (mortin), coal tar (psoriasin s/a), vitamins and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain lower, headache, dyspareunia and abdominal pain was resolving and the dysmenorrhoea, menorrhagia, abdominal distension, rash, palpitations, fatigue, vaginal infection, amnesia, anxiety, mood swings, vaginal haemorrhage, hormone level abnormal, migraine, influenza, streptococcal infection, thyroid disorder, abdominal discomfort, adnexa uteri pain and memory impairment outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, influenza, memory impairment, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rash, streptococcal infection, thyroid disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . It was reported that, they took blood work today because the doctor thinks patient's thyroid could be causing some of her symptoms (was already tested for this prior to essure),go back for an ultrasound. It was reported that last time saw doctor for her,essure was in (B)(6) 2013 and that was to tell to patient that the procedure didnot completely work and the left side was not completely blocked. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea, dyspareunia, pelvic pain most recent follow-up information incorporated above includes: on 7-jun-2018: this case was social media. Reporter was added. Patient¿s concomitant drug, treatment drug and unstructured relevant tests were added. Flu, streptococcus infection, thyroid, since the surgery I have had bloating and pressure like I am menstruating, I get sharp pains on my sides where my ovaries are and a lot of pressure and forgetfulness (like I can't finish my sentences) were added as events. Outcome of genital bleeding was updated to resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 26-098-dk,901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included penicillin allergy. On (B)(4)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and hormone level abnormal ("hormonal change"). On (B)(4)2013, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), abdominal distension ("bloating"), rash ("rashes on her chest"), palpitations ("heart palpitations"), vaginal infection ("vaginal infections") with vaginal discharge, amnesia ("forgetfulness and short term memory loss"), anxiety ("heightened anxiety"), mood swings ("mood swings") and abdominal pain ("abdominal pain"). The patient was treated with bactrim (mortin), coal tar (psoriasin s/a) and surgery (total hysterectomy with bilateral salpingectomy on (B)(4)2015). Essure was removed on (B)(4)2015. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal distension, rash, palpitations, fatigue, vaginal infection, amnesia, anxiety, mood swings, vaginal haemorrhage, hormone level abnormal and migraine outcome was unknown and the abdominal pain lower, headache, dyspareunia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea, dyspareunia, pelvic pain most recent follow-up information incorporated above includes: on (B)(4)2018: pfs & medical record received. Event abnormal vaginal bleeding, hormonal change, abdominal pain,abnormal bleeding(general),migraine added and reporter added.concurrent condition,lab data added.lot number added.event outcome added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 26-098-dk-inv,901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and foggy feeling in head. Previously administered products included for birth control: depo provera from 2009 to (B)(6) 2013. Concurrent conditions included penicillin allergy. Concomitant products included oral contraceptive nos for premenstrual syndrome as well as diazepam since (B)(6) 2013, doxycycline, fluticasone from (B)(6) 2013 to (B)(6) 2013, ketorolac since (B)(6) 2013, methylprednisolone since (B)(6) 2013 and oxycodone since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation /my periods are so painful"), abdominal distension ("bloating"), rash ("rashes on her chest"), fatigue ("chronic fatigue /I have been extremely tired."), dyspareunia ("pain during intercourse"), anxiety ("heightened anxiety/ anxiety attacks"), vaginal haemorrhage ("abnormal vaginal bleeding"), hormone level abnormal ("hormonal change") and depression ("depressed"). On (B)(6) 2013, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), palpitations ("heart palpitations"), vaginal infection ("vaginal infections") with vaginal discharge, amnesia ("forgetfulness and short term memory loss"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), influenza ("flu"), streptococcal infection ("streptococcus infection"), thyroid disorder ("thyroid"), abdominal discomfort ("since the surgery I have had bloating and pressure like I am menstruating"), adnexa uteri pain ("I get sharp pains on my sides where my ovaries are and a lot of pressure"), memory impairment ("forgetfulness (like I can't finish my sentences)"), crying ("cried often and easily") and emotional disorder ("lots of emotions"). The patient was treated with bactrim (mortin), coal tar (psoriasin s/a), vitamins and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain lower, headache, dyspareunia and abdominal pain was resolving, the dysmenorrhoea had not resolved and the menorrhagia, abdominal distension, rash, palpitations, fatigue, vaginal infection, amnesia, anxiety, mood swings, vaginal haemorrhage, hormone level abnormal, migraine, influenza, streptococcal infection, thyroid disorder, abdominal discomfort, adnexa uteri pain, memory impairment, depression, crying and emotional disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, crying, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, influenza, memory impairment, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rash, streptococcal infection, thyroid disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: bilateral complete occlusion of the fallopian it was reported that, they took blood work today because the doctor thinks patient's thyroid could be causing some of her symptoms (was already tested for this prior to essure),go back for an ultrasound. It was reported that last time saw doctor for her, essure was in (B)(6) 2013 and that was to tell to patient that the procedure did not completely work and the left side was not completely blocked. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea, dyspareunia, pelvic pain invalid lot number (26-098-dk). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received - new event 'cried often and easily, depressed, lots of emotions" were added. Concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 26-098-dk,901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included penicillin allergy. Concomitant products included oral contraceptive nos for premenstrual syndrome. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation /my periods are so painful"), fatigue ("chronic fatigue /I have been extremely tired."), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and hormone level abnormal ("hormonal change"). On (B)(6) 2013, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), abdominal distension ("bloating"), rash ("rashes on her chest"), palpitations ("heart palpitations"), vaginal infection ("vaginal infections") with vaginal discharge, amnesia ("forgetfulness and short term memory loss"), anxiety ("heightened anxiety/ anxiety attacks"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), influenza ("flu"), streptococcal infection ("streptococcus infection"), thyroid disorder ("thyroid"), abdominal discomfort ("since the surgery I have had bloating and pressure like I am menstruating"), adnexa uteri pain ("I get sharp pains on my sides where my ovaries are and a lot of pressure") and memory impairment ("forgetfulness (like I can't finish my sentences)"). The patient was treated with bactrim (mortin), coal tar (psoriasin s/a), vitamins and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain lower, headache, dyspareunia and abdominal pain was resolving, the dysmenorrhoea had not resolved and the menorrhagia, abdominal distension, rash, palpitations, fatigue, vaginal infection, amnesia, anxiety, mood swings, vaginal haemorrhage, hormone level abnormal, migraine, influenza, streptococcal infection, thyroid disorder, abdominal discomfort, adnexa uteri pain and memory impairment outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, influenza, memory impairment, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rash, streptococcal infection, thyroid disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion it was reported that, they took blood work today because the doctor thinks patient's thyroid could be causing some of her symptoms (was already tested for this prior to essure),go back for an ultrasound. It was reported that last time saw doctor for her,essure was in (B)(6) 2013 and that was to tell to patient that the procedure didnot completely work and the left side was not completely blocked. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received -event outcome of dysmenorrhea updated to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. 26-098-dk-inv,901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included penicillin allergy. Concomitant products included oral contraceptive nos for premenstrual syndrome. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation /my periods are so painful"), fatigue ("chronic fatigue /I have been extremely tired."), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding") and hormone level abnormal ("hormonal change"). On (B)(6)2013, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged abnormal menses"), headache ("headaches"), abdominal distension ("bloating"), rash ("rashes on her chest"), palpitations ("heart palpitations"), vaginal infection ("vaginal infections") with vaginal discharge, amnesia ("forgetfulness and short term memory loss"), anxiety ("heightened anxiety/ anxiety attacks"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), influenza ("flu"), streptococcal infection ("streptococcus infection"), thyroid disorder ("thyroid"), abdominal discomfort ("since the surgery I have had bloating and pressure like I am menstruating"), adnexa uteri pain ("I get sharp pains on my sides where my ovaries are and a lot of pressure") and memory impairment ("forgetfulness (like I can't finish my sentences)"). The patient was treated with bactrim (mortin), coal tar (psoriasin s/a), vitamins and surgery (total hysterectomy with bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain lower, headache, dyspareunia and abdominal pain was resolving, the dysmenorrhoea had not resolved and the menorrhagia, abdominal distension, rash, palpitations, fatigue, vaginal infection, amnesia, anxiety, mood swings, vaginal haemorrhage, hormone level abnormal, migraine, influenza, streptococcal infection, thyroid disorder, abdominal discomfort, adnexa uteri pain and memory impairment outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, influenza, memory impairment, menorrhagia, migraine, mood swings, palpitations, pelvic pain, rash, streptococcal infection, thyroid disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion it was reported that, they took blood work today because the doctor thinks patient's thyroid could be causing some of her symptoms (was already tested for this prior to essure),go back for an ultrasound. It was reported that last time saw doctor for her,essure was in december 2013 and that was to tell to patient that the procedure didnot completely work and the left side was not completely blocked. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea, dyspareunia, pelvic pain invalid lot number (26-098-dk) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A total hysterectomy with bilateral salpingectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.